Event description:
It was reported that battery voltage is dropping faster than it should. It was further noted that the left ventricular (lv) lead has a high output. The device was removed and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that battery voltage is dropping faster than it should. It was further noted that the left ventricular (lv) lead has a high output and low impedance. The device and lv lead both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that the device is approaching elective replacement indicator (eri). The last battery reading as of (B)(6) 2010 was at 2.79 v. The device at this time had been implanted for approximately 37 months.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that the device is approaching elective replacement indicator (eri). The last battery reading as of (B)(6) 2010 was at 2.79 v. The device at this time had been implanted for approximately 37 months. Corrected data: patient date of death, event description, and device codes.

Event description:
It was reported that battery voltage is dropping faster than it should. It was further noted that the left ventricular (lv) lead has a high output. The device and lv lead both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.